Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy. It was reported the surgeon attempted to place the 150mm trocar into the pt with a downward motion into the umbilical region and the trocar broke in half at the sleeve/housing junction. A new trocar was opened and used without incident. There was no consequence to the pt.